Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 26mm sapien 3 ultra valve in the aortic position, the balloon "burst" on initial inflation during valve deployment, however additional information confirmed this was a pinhole leakage. The issue was noticed while pulling negative on the atrion. There was no difficulty removing the system. A second delivery system prepped and inserted. The second inflation totally expanded the tavr valve. Additional information notes that instruments were not used to recover the ballon. No extra volume was added. No leakage was noted during the preparation. The balloon rupture was noticed while pulling negative on the atrion, though no reason for this issue was given. There were no issues with valve alignment and alignment was conducted in a straight section of the descending aorta. No difficulty removing the delivery system. The ds was removed in standard fashion over the wire into the sheath. Upon inspection, a pinhole leak was observed in the balloon. There was no injury to the patient, and they were discharged the following day in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received from a product evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h11. The product was returned; therefore, a product evaluation investigation was completed. As a device was returned, a visual evaluation and functional testing were completed. The returned device was visually evaluated, and no abnormalities were noted. The returned device was functionally tested, and the following was observed: balloon leakage was observed on the proximal shoulder of the inflation balloon during balloon inflation. Double-wall thickness measurements of the inflation balloon were unable to be taken as the balloon leakage was located at the proximal shoulder of the inflation balloon. Therefore, no dimensional testing was performed. The complaint was confirmed through visual evaluation. The 3mensio report was evaluated, and the following was observed: calcification present in the landing zone. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The commander with s3/s3u/s3ur IFU was reviewed. The IFU includes instructions on what to do if the balloon bursts or is damaged. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for balloon leak was confirmed based on the evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. Per event description, 'during implant of a 26mm sapien 3 ultra valve in the aortic position, the balloon "burst" on initial inflation during valve deployment, however additional information confirmed this was a pinhole leakage.' During manufacturing, balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of leakage on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. In this case, the patient had calcification in the landing zone. Therefore, the interaction between calcification and the balloon wall during valve deployment could have caused a puncture, resulting in a pinhole leakage. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.